Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main printed circuit board was out of specification. (B)(4).

Event description:
It was reported that the external pulse generator was a loaner returned for its preventative maintenance check. It was analyzed and tested out of specification. There was no indication of any patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the main printed circuit board was out of specification, active current drain and low battery testing failed. Further analysis was performed on the main printed circuit board (pcb). This analysis re-ran the initial functional test and all tests passed. Conclusion: no defect found, could not confirm the failures seen during the initial repair of the device or the initial functional test failures. The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.